Event description:
On (B)(6) 2008, this pt was implanted with a gore excluder aaa endoprostheses. On the same day the pt was converted to open surgical repair and the device was explanted and destroyed. Further info is pending.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.